Event description:
It was reported that the user experienced repeated alert 38 motor stall events on the ilet pump, with unsuccessful dry runs and repeated ¿unable to proceed¿ during rewind, consistent with a failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during troubleshooting in the context of a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.